Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing was performed and found that a short condition occurred around the catheter tip. Catheter cut down revealed that the lead wires were not insulated near the proximal electrode. This condition allows the leadwires to make contact with each other, causing a short condition. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. Balloon inflation testing was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. It is unknown if user or procedural factors played a role in this event. There were no patient complications noted in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that after insertion, the swan ganz catheter was unable to pace during use. The cable was exchanged but the problem was not solved. The catheter was replaced, and the problem was solved. No further information could be obtained. Patient demographic information requested but unavailable. There were no patient complications reported.